Event description:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the device efficia dfm 100, noting that device failed self test reporting electrode cable failure. There¿s no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The remote service engineer contacted customer and was informed that customer just consult how to make self test and no philips follow up service is required for such issue. The device has not been made available to philips. Visual and functional testing could not be performed. Based on the information available, the reported problem was not confirmed. The device remains with the customer, and no additional evaluation is necessary at the moment. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The rse has confirmed that customer just consult how to make self test and no philips follow up service is required for such issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.